Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the knob loosen. Based on the result, we concluded that it was caused, due to the angle wire worn out.

Event description:
Foggy image detected after repair at qc inspection. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.